Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received article is all in all in good condition. There are just small scratches on the surface visible. As the part is fully functional and the complaint condition could not be replicated with the returned device, the in the investigation flow listed remaining investigation steps are not required. The received condition of the pfna blade is not concordant with the complaint description and the complaint condition is unconfirmed. The received article is all in all in good condition. There are just small scratches on the surface visible. A functional test with an at the cq department available impactor was performed and has shown that the blade is function as intended. The blade was able to be locked and unlocked without any problems. This lot was manufactured in february 2019 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on that a product related issue can be excluded. As the part is fully functional we are not able to determine the cause which has led to this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 04.027.055s. Lot: 3l62650. Manufacturing site: bettlach. Release to warehouse date: 28.february 2019. Expiry date: 01.february 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Part 04.027.055s, lot: 3l62650, manufacturing site: (B)(4). Release to warehouse date: february 28, 2019. Expiry date: february 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, open reduction internal fixation surgery for the femoral trochanteric fracture was performed with pfna. During the surgery, a nurse could not assemble the pfna blade on the impactor because the blade could not be rotated to unlock. The nurse tried again by using a wrench, but was still unable to unlock it. Another assistant also tried to unlock the blade, but he could not rotate it. The surgeon used another blade (105 mm) and he could assemble it on the impactor without problems. The surgery was completed successfully and there was no surgical delay. After the surgery, the assistant was able to unlock the blade and attach it to impactor by applying rather strong force. Concomitant device reported: impactor (part unknown, lot unknown, quantity 1), wrench (part unknown, lot unknown, quantity 1). This report is for a pfna blade. This is report 1 of 1 for (B)(4).